Event description:
Patient reported their right front tooth pushes against their lower teeth. Patient has a few teeth in crossbite. Advised warm water tips and provided information on crossbite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.